Manufacturer narrative:
The technician found the brake detent was cracked, the pedal weldment was bent and the casters were worn. The technician replaced the casters, brake detent and pedal weldment to repair the bed.

Event description:
The accounts maintenance alleged that the brakes would not hold when set.